Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 28th feb 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. An RMA was authorized to investigate the sensor further. From the return material analysis testing, however, the sensor did not reveal any malfunction. Per case information, user's insertion site was red. The user also confirmed in (MFR# 3009862700-2025-00485) an infection at the insertion site which most likely contributed to the inaccuracies observed by the user. As part of resolution, RMA was authorized to offer the user a sensor replacement. The user was also treated with antibiotics due to an infection at the insertion site. B4. Date of this report 28 may 2025. D9 device available for evaluation? Yes, on 08 april 2025. G3. Date received by the manufacturer? 28 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.